Manufacturer narrative:
###A supplemental is being submitted for additional information. Additional products: (B)(6)¿ battery h6: FDA results code(s): c04, c16 h6: FDA conclusion code(s): d02, d0301 (B)(6) ¿ battery h6: img code(s): g02013 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 (B)(6) ¿ battery h6: img code(s): g02013 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 (B)(6) ¿ battery d9: yes, return date: 09-aug-2022 h3: yes dev rtn to MFR? Yes h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 (B)(6) ¿ battery d9: yes, return date: 09-aug-2022 h3: yes dev rtn to MFR? Yes h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 product event summary: the controller ((B)(6)) and two (2) batteries ((B)(6)) were not returned for evaluation. Three (3) batteries ((B)(6)) were returned for evaluation. A review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing of (B)(6) revealed that the battery was unable to securely communicate with the test controller, triggering a power disconnect alarm; however, the battery was able to provide power to the test controller. Supplemental testing revealed an intermittent connection within the cable assembly due to a defective solder between a communication wire and a connector pin. Failure analysis of (B)(6) and (B)(6) revealed that the batteries passed visual inspection. Functional testing revealed that the devices were unable to charge or provide power due to an enabled zero-volt charge (zvchg) field-effect transistor (fet). The gas gauge is not programmed to use the zvchg fet, which indicates that the batteries unintentionally enabled the fet. The zvchg fet disables the charge and discharge fets, rendering the battery inoperable log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the alarm log file did not reveal any power disconnect alarms within the analyzed period; however, review of the data log file revealed several instances involving (B)(6) , (B)(6) and (B)(6), where the batteries' relative state of charge (rsoc) values were logged between 101-201, which is indicative of a communication error. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. Log file analysis revealed two (2) controller power up events with associated pump start events logged on (B)(6) 2022 at 18:12:58 and (B)(6) 2022 at 10:32:35. The data point prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 98% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 26% rsoc. The data point recorded after the first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power p ort two (2). The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 95% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 25% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for fourteen (14) seconds and fourteen (14) seconds, respectively. No anomalies were observed leading up to the losses of power. As a result, the reported events were confirmed. Batteries were lubricated prior to release. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. The most likely root cause of the reported battery no power and not recognized by the controller event involving (B)(6) can be attributed to improper soldering of the cable wire to the battery connector. (B)(6) and (B)(6) were in scope of fa1265. Based on an investigation conducted under CAPA (B)(4) , the most likely root cause of the reported battery no power and not recognized by the controller events involving (B)(6) and (B)(6) has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Possible root causes of the communication errors, and resulting power disconnect alarms, can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller, potentially including momentary disconnections on a battery communication pin due to improper soldering of a cable wire to a battery connector. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2023 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 03-mar-2022, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2022 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 26-apr-2021, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2022 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 26-apr-2021, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-apr-2022 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 26-apr-2021, labeled for single use: no, (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 19-mar-2021, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two batteries would not provide power and were not recognized by the controller. The batteries were replaced and one of the replacement batteries did not provide power and also was not detected by the controller. It was further reported that the controller exhibited an unexpected loss of power and two other batteries exhibited power disconnect alarms. The replacement battery was exchanged and the two other batteries and controller remain in use. No patient complications have been reported as a result of this event.